Manufacturer narrative:
Initial reporter address: (B)(4). Age at time of event: (B)(6) years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.